Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as customer insulin pump stopped working. The customer¿s blood glucose level was 400 mg/dl at time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they received no alarms from the insulin pump and caused them a high blood glucose because of no delivery. Customer already replaced infusion set at the time of the call and does not have any tubing clamp available for high pressure test. Customer declined to continue pump troubleshooting for possible causes of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.